Manufacturer narrative:
The condition of, channel b pump head module keypad "stop" button is not working, was confirmed. The channel b pump head module keypad was replaced to correct the reported condition. (B)(4).

Event description:
A baxter service technician reported finding a colleague infusion pump with a channel b pump head module keypad "stop" button not working. This event occurred during product evaluation. According to the hospital representative, no patient injury or medical intervention had been reported related to this device. No additional information is available. This device utilizes user interface module master software version 5.04.00 categorized as unremediated.

Event description:
Upon reviewing the pump's event history, baxter (B)(4) personnel discovered a colleague infusion pump with a battery depleted set alarm and discovered this event interrupted delivery. There was no patient injury, medical intervention necessary or adverse reaction in association with this event. No additional information is available. The software version for this device is currently not known.

Manufacturer narrative:
Additional information: there is an ongoing CAPA investigation, (B)(4). Associated with this report. (B)(4).